Event description:
This was filed to report incomplete coaptation and device damaged by another device it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and thin leaflets. It was noted one clip was previously implanted. While positioning this clip, it came in contact with the implanted clip, causing that clip to complete detach from both leaflets. The detached clip was successfully snared and the procedure was continued. The second clip was then implanted. However, after deployment the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr remained at a grade of 4. No clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported device damaged by another device (caused damage) appears to be related to procedural conditions, and due to this second clip interacting with the first implanted clip, causing expulsion of the first implanted clip. The slda associated with the clip detaching from the anterior leaflet per the physician is due to patient conditions (thin leaflets) and this second clip interacting with the first implanted clip post deployment. Mitral valve insufficiency/regurgitation (unchanged) appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.